Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). The fse checked the continuity for ECG output to front end pcb and could not get continuity in 1 port so it look like that ECG cable is defective so it need to be replaced. On (B)(6) 2023, fse replaced the ECG output to front end pcb cable. Checked machine on trainer and found working ok without any problem. The fse performed all functional tests successfully. Machine handed to the customer in working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp) unit displayed no ECG detected. There was no patient involvement reported .